Manufacturer narrative:
Visual inspection of returned material revealed functional damage to the gsm antenna. Damage to the gsm antenna came in the form of the radome portion split open with the potential for exposed wiring.

Event description:
This report is to advise of an event observed during analysis confirming a break in the gsm adaptor resulting in the potential for exposed wires.